Event description:
A high readings issue was reported with the adc device. The customer received a perceived high scan of 5.2 mmol/l on the sensor when compared to built-in reader result of 1.90 mmol/l. When the results were plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. The customer became hypoglycemic with symptoms described as "felling sleepy, paleness, and tremors", and was unable to self-treat, requiring treatment of grape juice and cookies by their mother. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. The customer received a perceived high scan of 5.2 mmol/l on the sensor when compared to built-in reader result of 1.90 mmol/l. When the results were plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. The customer became hypoglycemic with symptoms described as "felling sleepy, paleness, and tremors", and was unable to self-treat, requiring treatment of grape juice and cookies by their mother. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.